Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that the exact cause of the sluggish return of csf (cerebral spinal fluid) was not determined. The physician stated that highly concentrated drug could have caused precipitate/build up in the proximal segment.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving dilaudid (hydromorphone) (15 mg/ml at 1.35) via an implantable pump. It was reported that the patient was scheduled to have a routine pump replacement due to their elective replacement indicator (eri) that was going to occur in less than 7 months. On (B)(6) 2025, the patient was taken to the operating room (or) for the planned pump replacement, and the physician started opening up the existing pump pocket and dissected down to the existing pump and proximal segment. He removed the old pump from the pocket and connected the existing catheter to the new pump. The healthcare provider then aspirated the catheter through the catheter access report with positive, but sluggish return. The patient had no history of volume discrepancies with any of their refills. He next flushed the catheter using preservative free normal saline without any resistance, but still felt like the return of cerebrospinal fluid (csf) was sluggish. A possible explanation was that the patient was receiving a highly concentrated intrathecal opioid which may have contributed. Therefore, he dissected out and explanted the previously existing proximal segment and was given a new 8780 catheter kit to replace it. There were no c hanges to the catheter length/volume. The new pump was connected to the new proximal segment and another catheter aspiration was done before and after placing the pump back into the existing pump pocket. Both had an ample return of csf. Incisions were then irrigated and closed resolving the issue. The physician decided to reduce the patient¿s dosing by 25% in an effort to reduce any symptoms of overdose/toxicity. Previous dosing was dilaudid 1.75 mg/day with 0.25 mg bolus, one hour lockout, maximum 10 activations per day. New simple rate dilaudid (hydromorphone) (15 mg/ml at 1.35) with no changes to the personal therapy manager (ptm) parameters.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2013; explanted:(B)(6) 2025; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 16-apr-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.